Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had 3 emergency backup battery (ebb) faults over the last few months, 12may2026, 26/mar2026 and 12jan2026. The ebb faults did not fully clear with slef-tests. The patient was given a new system controller and ebb. The controller exchange was done without issue and the customer requested a warranty replacement for the ebb. It was later communicated that the cause of the ebb faults was not determined. The left ventricular assist device (lvad) operated as expected but the ebb did not.